Manufacturer narrative:
This complaint record was reopened in order to update with a failure analysis of a replaced component. The removed touchscreen was returned to the pil for analysis. The pil technician visually examined the component and reported there was no evidence of damage or contamination. The touch screen was tested and passed all flex cable resistance verification and resistance ratio testing. Flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen. The failure analysis resulted in a no problem found conclusion.

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting the touch position on the v60 ventilator touch screen was misaligned. The device was not in clinical use. The issue was found during a device inspection. There was no report of harm. The pse confirmed a misalignment in the touch position of the touch screen. A touch screen calibration failed to resolve the issue; therefore, the touch screen was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.